Event description:
Post pci with intervention, pt developed substantial chest pain and pressure. Returned to cath lab and found to have an acute thrombosis in lad stent (device #1) and d2 stent (deivce #2). Thrombectomy was performed.